Event description:
A nurse reported that during surgery, a vitrectomy probe would not cut after the test process. The case was completed using an alternate probe. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).